Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the peritonitis event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. On an unreported date, the patient experienced sepsis. Treatment for the sepsis was not reported. Forty-five days prior to receipt of this report the patient passed away. The cause of death was reported as due to sepsis. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.